Manufacturer narrative:
On (B)(4) 2016, a tosoh field service engineer (fse) went to the customer site to evaluate the problem and found that the cup pick up sensor was sticking. The fse cleaned the guide arms with alcohol and then lubricated the guide arms. Following the fse ran substrate background. The reported problem was resolved by the fse and the aia-900 analyzer was returned to use. Review of the aia-900 operator's manual indicates the following: there are two kinds of flags attached to assay results where applicable. One is "error flag," which is attached if an assay did not end normally due to some kind of trouble, and the other is "user flag (normal value, abnormal value)," which help you judge the assay result. Depending upon the error status, there are cases in which the error flags are attached and assay results can be obtained and cases in which they are attached but assay results can not be obtained. If no flag is attached to the assay result, it means that the assay ended normally. If an error was detected and an assay result was not obtained, refer to section of manual: flag and error messages. [2163] c.transfer cup not released error code. Cause: the holder sensor s063 detected a cup after the cup was released. Action: please contact the tosoh local representatives. Check s063 and the cup release operation. The most probable cause of the reported event is related to mechanical failure of the cup transfer due to sensor sticking. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-(B)(4).

Event description:
On (B)(6) 2016, the customer called tosoh technical support to report receiving error code 2163 (c trans cup not released) during use of the aia-900 analyzer. The customer reported that this happened earlier today and she cleaned the pick up chuck, the arms were opened. Following, the customer restarted her b12/folate run and it happened again. The customer recalled technical support who advised her to clean the area again by spraying with canned air, and then try to run a few samples. The customer reported that when she sprayed with canned air, she saw some debris hanging on the back of the pickup chuck. The customer is unable to run fsh, prl, e2 and pth patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.